Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ping meter read inaccurately high compared to a continuous glucose monitoring (cgm) device and to her feelings and or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy started on (B)(6) 2014, between "2-3 am". At an unspecified date/time, the patient obtained blood glucose results of "167, 144 mg/dl" with the subject meter, which she alleges was reading inaccurately high compared to her feelings and or normal results. The patient stated she tested her blood with her cgm device (dexcom) and obtained results of "126, 106 mg/dl". The patient manages her diabetes with an insulin pump and stated she had more food/drink in response to the alleged inaccurate result(s). The patient stated, one to two days after the alleged issue occurred, she developed symptoms of "fatigue, dizzy, and sweating". The patient self-treated with a "glucagon injection". During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The cca did walk the patient through a control solution test and it fell within the appropriate control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.